Event description:
It was reported that the patient went into ventricular fibrillation and was exposed to external defibrillation. On (B)(6) 2014 the patient presented for a routine follow-up and the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.